Manufacturer narrative:
On (B)(6)2021 customer called in with the following concern: constant pump error 43 during rewind. P-cap locked in place during testing. Device was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the displacement test, self test, active measurement current test. Device received with high sleep measurement test. No pump error 43 alarm noted during testing. However, in download history and adapt tool pump error 43 was recorded on (B)(6)2021 from 23:03:02 through 23:33:14 hour. A total of 10 pump error 43 alarms noted. On (B)(6)2021 01:07:09 hour another pump error 43 alarm was recorded. Proceed it by cutting device open and perform a visual inspection on connectors and electronic assemblies. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Per visual inspection all connectors including motor flex connector were plugged in properly. However, corroded electronic assemblies and motor flex connector gold traces were noted during visual inspection causing electrical short. Device also received with cracked case(battery tube), cracked battery tube threads, cracked reservoir tube lip and missing display window cover. In conclusion no pump error alarm 43 was noted during testing. However, pump error 43 and low battery was noted in download history file due to corroded electronic assemblies and corroded motor flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer stated they were able to clear the but and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.